Manufacturer narrative:
The product was not returned. A photo was provided of a video monitor showing the lens in the eye. One haptic appears to be broken in the gusset area. No root cause can be made from the provided photo. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with an unspecified handpiece. It is unknown if a qualified handpiece was used. Based on our observation of the attached photo, the haptic is broken. The product has not been received to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The account indicated the use of an unspecified handpiece. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A physician reported that during surgery, they reported that the lens was damaged. Reported incomplete lens of a portion of the circumference. Procedure was completed on the same day. Broken lens was explanted and a new one was implanted. Patients condition was unaltered. It was noted that apparently no harm was noted with the patient. Additional information has been requested.